Event description:
A complaint was received regarding a 12" smallbore hexafuse ext set w/6 microclave clear, nanoclave (red ring), 6 check valves, 7 clamps (green, 2 yellow, blue, light green, 2 white) luer lock that experienced leakage during use. The reporter stated that the rn was hanging new tpn/smof/fentanyl/precedex into PICC line. After hanging the lines and before fluids were started, this rn noticed that fentanyl syringe was cloudy and noticed tubing was backed with smof lipids regardless of the hexset being clamped. This rn then noticed that smof was leaking into other areas of the hexset and fluids were not started as result. New bags were ordered and hung. Patient involved is a 0.05-year-old male. No other devices being use on the patient at the time of the event that may have cause or contributed to the event. There was patient involvement and no adverse event.

Manufacturer narrative:
A2 - date of birth - the patients age was reported as 0.05-years, which was used to approximate the date of birth as (B)(6) 2025. Investigation summary one (1) used. List #a1145, 12"and two (2) used. List #unknown, extension set w/ clave were returned for evaluation. As returned some tpn/smof/fentanyl/precedex solution residuals was observed. No additional damage or anomalies. The set and the unknown extension sets were primed, and no occlusion, leaks or anomalies were noted. The backflow resistance of each valve backcheck was tested as per procedure and a backflow on 2 out 6 was confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Complaint of smof was leaking into other areas can be confirmed. The probable cause was due to an ensenada's vendor issues on valve backcheck.